Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure that the prograsp forceps instrument broke; the metal jaws disengaged from the plastic. The customer had to cut off the distal tip to release the instrument from the cannula. The procedure was completed as planned with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation and was found to have a broken main tube approximately at the distal tip. The distal end was completely detached from the main tube. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.